Manufacturer narrative:
The device was received; investigation has not yet begun. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16: using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient¿s blood glucose (bg) reached 272, 357, 373, 390, and 410 mg/dl respectively while wearing the pod between 24 and 36 hours. Patient self-treated elevated bg levels by changing to a new pod. Patient was unable to see the pink slide and had noticed the cannula was bent when pod was removed from infusion site (hip/buttocks).

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the needle completely retracted. Inspection of the cannula assembly did not find it bent, kinked, or damaged. No issues observed during inspection of the drive mechanism and fluid path that would result in a needle mechanism failure or high blood glucose levels.